Manufacturer narrative:
(B)(4) should be omitted as it is no longer applicable.

Event description:
Additional information was received from a patient. It was reported the patient's previous device was not as effective as their current device and they felt stimulation all the time. They noted that when they replaced their old implant, they told them the implant was turned the opposite way.

Manufacturer narrative:
Correction, (B)(4) does not apply to this event.

Event description:
Additional information was received from the patient reporting that they had moved and was looking for a new health care professional (hcp). Hcp listings were provided. The patient mentioned the replacement due to normal battery depletion. The patient clarified that they had expected it to last 10 years but it had lasted 2 years. The patient also mentioned the implantable neurostimulator (ins) movement, position, and sideways all being discovered when it was replaced after the fall, an x-ray was performed, and the patient going to the emergency room. The patient confined that they were receiving adequate therapy.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Device code (B)(4) no longer applies to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Since implant, for the first few years it kind of worked for the patient but they had more problems with it, the patient was undecided. The interstim caused more problems, the day they go to the bathroom they noticed it caused stuff to leak out of them and they didn't know it until the skin start chafing, so it started to cause a lot of bacterial infections. The patient reported their battery ran out in 2 years, they could not read it on their machine, it was supposed to last 10 years so obviously they had it too high did not understand; they couldn't read it on their machine when the battery ran out. The patient reported when they replaced their device the machine was totally twisted and they unstitched and put it in straight, it was totally different way than it was supposed to. The patient also reported they had a lot of falls. No further complications were reported as a result of this event. Additional information was received from the consumer on 2019-jul-19. The patient mentioned their previous ins ¿depleted faster than it was supposed to,¿ and stated this happened in 2016 and a new one was put in. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a fall between (B)(6) and a manufacturing representative (rep) told the patient when the implantable neurostimulator (ins) was replaced that it appeared the old ins moved in the pocket from the fall. The implantable neurostimulator (ins) was replaced in (B)(6) 2016 due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Since implant, for the first few years it kind of worked for the patient but they had more problems with it, the patient was undecided. The interstim caused more problems, the day they go to the bathroom they noticed it caused stuff to leak out of them and they didn't know it until the skin start chafing so it started to cause a lot of bacterial infections. The patient reported they couldn't read it on their machine when the battery ran out. The patient reported when they replaced their device the machine was totally twisted and they unstitched and put it in straight, it was totally different way than it was supposed to. The patient also reported they had a lot of falls. No further complications were reported as a result of this event.